Event description:
Event description guidant received information that approximately one-month post implant this acute defibrillation lead exhibited intermittent out of range (high) impedance measurements.